Manufacturer narrative:
Product not accessible for evaluation.

Event description:
The user facility reported that the device overheated. There was no patient impact, no delay, no medical intervention, and no adverse consequences.